Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Difficulty breathing [dyspnoea]. Pulse rate high [heart rate increased]. Case description: spontaneous report received on 19-aug-2008 from a consumer regarding, a (B)(6) male patient, (B)(6). The patient had a history of osteoarthritis knee pain. The patient had no history of allergy to birds, chickens, feathers or eggs. The patient received an injection of synvisc in his right knee on (B)(6) 2008. On (B)(6) 2008, the patient experienced difficulty breathing. The patient went to the emergency room where various tests were performed including an ECG, chest x-ray and lab work. The tests showed nothing out of the ordinary. The patient was treated with oxygen in the emergency room and began to breathe better. On (B)(6) 2008, the difficulty breathing started again. The patient was seen at his physician's office where many of the same tests were performed again and showed nothing out of the ordinary. The patient was not given any treatment. As of (B)(6) 2008, the patient's difficulty breathing had improved but not resolved. The patient's pulse rate was 115 beats per minute on (B)(6) 2008 which was higher than normal. As of the date of receipt of this report, the patient had not yet recovered.